Event description:
It was reported that the patient experienced a loss of stimulation in the lower back. An impedance check showed greater than 10,000 ohms on contacts 8-15. Intraoperative impedance check of only the lead showed greater than 10,000 ohms on contacts 8-15. The lead was replaced and impedances were found to be normal after connecting it with extensions and implantable neurostimulator. The lead was indicated as broken. No patient injury was reported. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6) product type lead; product ID 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient; product ID 3708160 lot# serial# (B)(4) implanted: explanted: product type extension; product ID 3708160 lot# serial# (B)(4) implanted: explanted: product type extension. (B)(4). Analysis of the lead model# 39565-30 serial# (B)(4) found that the stimulation lead body conductor was broken at the twist lock anchor site. Circuits #8-15 conductor wires were broken. Functional test showed that circuits #0-7 had acceptable continuity while circuits #8-15 were open.